Event description:
Paramedics responded to a call for pt in witnessed cardaic arrest, ventricular fibrillation. The medics arrived secondary on the scene, as a basic life support team was on the scene with an automated external defibrillator monitoring the pt.